Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of impedance anomaly observed in the field was not confirmed in the lab. The device was tested on the bench and no anomaly was detected. The header connections were x-ray inspected and was normal. The cause of the field event remains undetermined.

Event description:
It was reported the shock impedance issue at implant was out of range. The device was not implanted.